Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 9/28/2022, it was reported by a sales representative via email that an ar-8925ss syndesmosis tightrope xp button would not stay on the tip. It appeared as if the internal tip that the button sits on wasn't long enough. Surgeon attempted to fix it but kept getting the tip to stick further out and was not usable. This was discovered during a syndesmosis procedure on (B)(6) 2022. Case was completed with another ar-8925ss syndesmosis tightrope xp. No further issues has been reported.